Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the customer loaded a new cartridge there was a drop of insulin seen on the cartridge septum. Customer stated they were unsure if the cartridge was leaking from the septum or if a drop of insulin fell while loading the cartridge. Customer declined to load a new cartridge. Customer's blood glucose level was not impacted.